Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of an expressew suture passer needle broke off into the patient's joint space. The fragment was retrieved and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device has not yet been received; however, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Outside of this hypothesis no conclusions can be drawn. When the complaint device is received here at depuy mitek it will be subjected to a root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.